Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience prime instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the 2.5x23 mm xience prime stent was implanted in the distal left circumflex (lcx) coronary artery. Several years later, on (B)(6) 2018, the patient had chest pain lasting three hours. Revascularization was performed that day with a stent in the distal lcx artery. The condition resolved on (B)(6) 2018. No additional information was provided.